Event description:
It was reported that one week after the device was implanted the patient was hospitalized for two days to due an infection at the pocket site. The pocket site is now noted as ok. Additional information was requested.

Event description:
Additional information received reported that on (B)(6) 2012 the was seen in the office. Her wound was clean and she was responding to the therapy. On (B)(6) 2012, the patient was presented at the emergency room with cellulitis, arthritis and hypertension. She was treated with IV antibiotics for the cellulitis and the arthritis and hypertension were considered on going issues unrelated to the device.

Manufacturer narrative:
Lead model 3093-33 lot# v742230 implanted: (B)(6) 2011 explanted: na. Programmer model 3037 serial# (B)(4).